Event description:
It was reported that the external pulse generator (epg) showed a loss of capture. It was also reported the device is defective. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, device passed functional and bench testing. Analysis did find that the upper case, lower case, side bail covers and battery drawer were broken.